Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had not been seen or evaluated in the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant did not work to help symptoms. The patient reported not knowing how to work the programmer with the implant. The patient was still having symptoms. The patient stated it was removed because it never worked and the patient changed to a new health care physician (hcp). There were no further complications reported/anticipated.